Event description:
Additional information indicates that ipg replacement was elective.

Manufacturer narrative:
There is no allegation against the ipg therefore it are no longer reportable.

Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received.

Event description:
Related manufacturer reference number:(B)(6). It was reported that patient's lead had migrated. As a result, surgical intervention was undertaken on(B)(6) 2023 wherein the lead and ipg were explanted and replaced to address the issue. The reason for the ipg replacement is unknown. Reportedly, effective therapy was restored.